Event description:
The representative reports that during dft testing the device detected and then never delivered a shock. After waiting for a while with no charge bar they externally shocked each time. They repeated this sequence 3-4 times and each time the same thing happened. On the real time strip, that was sent for tsv to review, there is drop out of some of the vf which may have caused confirmation to be met. Another device was used and this device will be sent back for analysis. The pocket was closed over this device before the complaint issue was discovered. Should additional info become available, this event will be updated. On (B)(6)2010 - this device was returned to us.